Event description:
This report is being filed due to a single leaflet device attachment. It was reported that on (B)(6) 2022 , the patient presented with functional mitral regurgitation (mr) grade 4. One mitraclip was implanted, however, the clip detached from the anterior leaflet and a single leaflet device attachment (slda) was noted. The mr remained grade 4. No other clip was implanted. No additional information was provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) and poor image resolution appear to be related to patient morphology/pathology. The unchanged mitral regurgitation (mr) appears to be related to the slda. Unchanged mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.h6: code 2199 removed and code 4614 was added.

Event description:
Subsequent to the previous report, the additional information was received:on (B)(6) 2022, the patient had presented with challenging anatomy. A very enlarged left atrium and left ventricle, large mitral valve area (>10cm^2) wide coaptation gap. Reportedly, there was difficulty with visualization due to anatomy and patient size. Per physician, the slda was due to the patients pre-existing anatomy.